Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, after repositioning the electrode several times to find the desired ablation location, the physician encountered difficulty in extending the tines. The device was removed, and subsequent inspection revealed that two of the tines had twisted. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, after repositioning the electrode several times to find the desired ablation location, the physician encountered difficulty in extending the tines. The device was removed, and subsequent inspection revealed that two of the tines had twisted. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a renal radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, after repositioning the electrode several times to find the desired ablation location, the physician encountered difficulty in extending the tines. The device was removed, and subsequent inspection revealed that two of the tines had twisted. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufactured date: (B)(4) 2012 device evaluation: visual evaluation of the returned device found the array retracted, and two of the tines were unevenly spaced and bent. Heavy dark residue was found inside the device, which caused difficulty actuating the device during functional testing. The condition of the returned device was consistent with the complaint that the tines were bent and difficult to extend; the complaint was confirmed. The most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.